Event description:
Customer reported potential false negative hcg result on elite plus one step pregnancy test (urine/serum). Customer was contacted but no further info was provided on pt, sample type or confirmation of potential false negative hcg result.

Manufacturer narrative:
Control: 20miu/ml hcg urine control lot: hcg120130-01; 100miu/ml hcg urine control lot: hcg120223-01; 207iu/ml hcg urine control lot: hcg120306-01; 20miu/ml hcg serum control lot: hcg110830-02; 100miu/ml hcg serum control lot: hcg120130-03. Summary results: the retention devices meet qc spec. Details as below: correct positive results were observed when tested with 20miu/ml hcg urine control at 3 minute read time. (N=5) the 100miu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=5) the 207iu/ml hcg urine control yielded clearly positive results at 3 minute rad time. (N=5) the 20miu/ml hcg serum control yielded clearly positive results at 5 minute read time. (N=5) the 100 miu/ml hcg serum control yielded clearly positive results at 5 minute rad time. (N=5) conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specs. Verified the product number, product description, lot number and batch record; no abnormal results were found. Root cause could not be determined from the info provided by the customer. This issue will be tracked and trended. No corrective action required at this time as no product deficiency was established.